Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were close to 300mg/dl and a manual injection was administered to address the bg level. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.